Event description:
It was reported that the procedure was to treat a discrete focal lesion in the distal rca. After pre-dilating the lesion with a non-abbott balloon, the 2.5 x 12 mm xience v stent delivery system (sds) was advanced over a non-abbott guide wire; however, the stent would not advance beyond the distal part of the mid segment of the vessel. A balloon was advanced again (without inflating) to check for any unseen obstruction in the vessel, but nothing was found. Another attempt was made to manipulate the sds, but extreme resistance was met. The guide wire was withdrawn and advanced again to check if there was anything in the lumen of the delivery system shaft, but that came clean too. In the middle of all this manipulation, the sds shaft broke from the operator end. The procedure was completed after a final balloon dilatation to the target lesion. There were no pt effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned product noted the undamaged stent implant was stationary on the tightly folded balloon between the markers. The tip length and stent implant outer diameters were measured and met manufacturing criteria. The hub was not returned. The hypotube had separated 14.6 cm proximal to the femoral marker, thus confirming the complaint. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, the patient anatomy was heavily tortuous and mildly calcified, which likely contributed to the reported failure to advance. The shaft most likely kinked during advancement of the catheter in the calcified anatomy and further manipulation of the catheter would have contributed to the shaft separating. It was reported the xience v sds was manipulated after extreme resistance was encountered, which likely contributed to the shaft kinking and ultimately separating. It was further reported that the sds was re-inserted into the body after the failed attempt to cross. It should be noted in the xience v instructions for use (IFU) it states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. There were multiple bends throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported failure to advance, hypotube separation, and subsequent bends in the hypotube appear to be related to the operational context of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4) against resistance, re-insertion.